Event description:
It was reported to boston scientific corp in 2009, that an autotome rx sphincterotome was used during an endoscopic sphincterectomy procedure. According to the complainant, the physician found the distal end of the device was lifted up under the image of an endoscope. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Although the device has been received, the investigation has not yet been completed. Upon initial receipt of the device, a split in the tip was noted.

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.